Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified tool marks on the case and body fluid contamination in the lead barrels. Review of device memory found several shorted lead faults were recorded after delivery of shock therapy. A capacitor reformation was attempted with no leads connected to the device and returned a high voltage on leads fault indicating damage to the internal high voltage fuse. The damage to the fuse most likely occurred during delivery of shock therapy that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) implanted with another manufacturer's right ventricular (rv) defibrillation lead, recorded a high voltage during charge repeat message during a cardioversion and resulted in shock therapy not being delivered. Boston scientific technical services (ts) discussed troubleshooting options. A manual capacitor reformation was performed and produced the same message. Ts recommended device replacement. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.